Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub / collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
Material no. 368607 . Batch no. 9177807 . It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety shield comes off when the cap is removed. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer called in to report that the safety shield come off when removing the cap, this happened about 4-5x on 10/23/19. No needle sticks occurred, and needles were not used on patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 368607, batch no. 9177807. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety shield comes off when the cap is removed. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer called in to report that the safety shield come off when removing the cap, this happened about 4-5x on (B)(6) 2019. No needle sticks occurred, and needles were not used on patients.